Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard flat mesh (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "patient has experienced and continues to experience stomach pain" and post implant complications. The patient's attorney did not allege a specific device failure and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard flat mesh (device #2). An additional emdr was submitted to represent the perfix plug (device #1). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent a left inguinal hernia repair procedure to introduce a bard/davol perfix plug (device #1), number 0112980, to the patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2017: the patient underwent subsequent surgery to repair a recurrent left side inguinal hernia and revise the existing mesh. As reported, a bard/davol flat mesh (device #2), number 0112680, was implanted into the patient. As reported, to this day, both the bard/davol perfix plug and bard/davol mesh remain implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain since the multiple procedures and hernia mesh implants. As reported, the patient has difficulty digesting anything he consumes without pain which has caused him to lose approximately 40 pounds and additionally, the patient has difficulty walking at times and can no longer perform sexually. As reported, these injuries and inabilities were not present before the implantation of the bard/davol mesh products. As reported, as a direct and proximate result of the implanted mesh products into his body, the patient suffered, is suffering and/or will continue to suffer the above mentioned injuries. As alleged, the patient has suffered serious bodily injuries, resulting in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective bard/davol hernia mesh products.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide additional patient information. With the current information available, the conclusion for this file remains inconclusive.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent a left inguinal hernia repair procedure to introduce a bard/davol perfix plug (device #1), number 0112980, to the patient's peritoneal cavity to reinforce tissue affected by the hernia. (B)(6) 2017: the patient underwent subsequent surgery to repair a recurrent left side inguinal hernia and revise the existing mesh. As reported, a bard/davol flat mesh (device #2), number 0112680, was implanted into the patient. As reported, to this day, both the bard/davol perfix plug and bard/davol mesh remain implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain since the multiple procedures and hernia mesh implants. As reported, the patient has difficulty digesting anything he consumes without pain which has caused him to lose approximately 40 pounds and additionally, the patient has difficulty walking at times and can no longer perform sexually. As reported, these injuries and inabilities were not present before the implantation of the bard/davol mesh products. As reported, as a direct and proximate result of the implanted mesh products into his body, the patient suffered, is suffering and/or will continue to suffer the above mentioned injuries. As alleged, the patient has suffered serious bodily injuries, resulting in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective bard/davol hernia mesh products.